Event description:
Per the surgeon, the pt's device was explanted in 2008 (date not reported) due to an infection caused by a prior cholesteatoma. Reimplantation is planned in six to twelve months if the infection is resolved.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.